Event description:
Pt called in 05/2002 alleging that surestep meter was reading inaccurately low. Pt was using expired test strips. Pt was getting low readings of 5, 6 and 7 mg/dl. Pt felt tired and ate food. An ambulance was called and the emt meter read 346 mg/dl. Pt's blood glucose at the hosp was "over 500 mg/dl". Pt was given an "IV drip". No further info has been reported.